Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The pulse generator was interrogated, and intermittent high capture threshold was noted on the right ventricular (rv) lead. X-ray performed confirmed that the rv lead had dislodged. The lead was explanted and replaced. The patient had no adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The pulse generator was interrogated, and intermittent capture was noted on the right ventricular (rv) lead. X-ray performed confirmed that the rv lead had dislodged. The lead was explanted and replaced. The patient had no adverse consequences.